Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a faulty dp board, a broken locking lever and missing flap for the ex-board. Additionally, it was recommended to upgrade the software version to 4.10 from current 3.01. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus during preparation for use, the image does not appear due to a bad connection on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the bad connection/no image being displayed could not be identified. However, it¿s likely the cause is related to a damaged video connector. Olympus will continue to monitor field performance for this device.